Event description:
It was reported that the device was found in back-up mode. The device was explanted and replaced to resolve the event. During the procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired with a suture sleeve and remains implanted. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-17411.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received from the field with battery voltage at end of service level, and the device at a backup condition consistent with low voltage fluctuation which occurred on the explant date. Review of the device image indicates the pacer triggered a false elective replacement alert caused by auto-capture and high output mode condition. Electrical tests performed, after replacing the battery, and re-loading the device code, indicate normal functionality. Further evaluation of the output parameters found no anomaly. A longevity assessment was performed, and the pacer exceeded projected longevity indicating normal battery depletion.